Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had difficulty charging the ipg due to the density of the tissue over the ipg. The patient has been unable to charge the ipg in months; as a result the ipg is inoperable. An sjm representative interrogated the system, found a communication error and confirmed the issue. Surgical intervention may be taken to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention where her ipg was explanted and replaced with a new one. The patient's issue was resolved.